Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturers investigation. Dl protocol was followed. This is a manufacturing issue. The evidence provided by the customer does not show the issue of the alleged event. Should additional relevant information become available, a supplemental report will be submitted. Dentsplysirona will continue to monitor field performance for this device.

Event description:
In this event it is reported that nontemplate aligner arch tray number 1 for patient appears to be identical to tray number 11. The patient presents with a significant diastema, yet the first tray already shows teeth numbers 8 and 9 fully closed, with no visible diastema, which is inconsistent with the patient¿s current dental condition. This discrepancy was identified after all attachments were placed and the tray was fitted. This may indicate potential device or manufacturing deficiency¿either the trays were mislabeled, duplicated, or there was an error in the treatment plan provided during production. There is no injury reported to patient so far in this case but if the malfunction were to recur then using an incorrect tray may apply inappropriate force on the teeth, may cause discomfort or irritation, may leads to treatment delay and eventually compromise the treatment outcome.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.